Event description:
The customer reported the system displayed an error message and the unit was down. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer and power supply were adjusted during the service call. The system was tested and found to be working as intended and put back into service.